Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number isd unknown therefore a review of the device history record could not be completed. No conclusion could be done,. As sample was not received.

Event description:
Patient participated in a (B)(6) study for patients with cervical degenerative disk disease who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dex. Preoperative diagnosis was disc failure or prolapse. Patient was implanted at levels c5 - c6 and c6 - c7 with a cslp small stature plate. Patient had been experiencing pain for 36 months. Surgery date was (B)(6) 2004 and postoperatively patient experienced neck spasms requiring pe. This report is 1 of 7 for the same event. This complaint is on the cslp plate.